Event description:
The patient who presents to the outpatient orthopaedic surgery clinic with a complex left shoulder history. She has had multiple prior surgical interventions initially stated by an occult shoulder anterior dislocation. She underwent an open reduction of this dislocation and subsequent underwent a revision surgery and ultimately a shoulder hemiarthroplasty. The imaging studies revealed no evidence of loosening or failure of the implant but did demonstrate evidence of an overstuffed glenohumeral joint, it also revealed evidence of possible subscapularis insufficiency given her multiple prior surgical approaches.